Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad malfunction. Service evaluation verified the keypad malfunction, found the #8 key inoperable and, when pressed, each remaining key responded with its intended output followed by the output of the #8 key. The cause was identified to be a failed keypad. The keypad was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During baxter's evaluation of a spectrum pump, the device experienced a keypad malfunction. The number 8 key was found to be inoperable and when pressed, each remaining key responded with its intended output followed by the 8 key. There was no patient involvement. No additional information is available.